Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. (B)(6) devices were received for evaluation; 2 events were confirmed during testing. (B)(6) devices were found to be unthreaded. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device disassembled. There was patient involvement; no patient impact.